Event description:
The facility representative reported an ipump with a condition of failed calibration. This condition occurred during routine maintenance in the biomed service department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a condition of failed calibration was confirmed and reproduced during product evaluation. The assignable cause was determined to be downstream and upstream occlusion sensors being out of range. Downstream and upstream sensor recalibration was performed to fix the reported condition. If additional information is received, a follow-up will be submitted.